Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that the deployer observed a calcified vessel. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: the balloon popped during pullback to the arteriotomy. Another mynx vascular closure device was used to achieve hemostasis. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Vessel location: peripheral sheath size: 6f. Additional information: the deployer observed a calcified vessel.